Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during gamma 3 operation, two claws broke off the part connecting the lag screw driver and the lag screw while inserting the u-lag screw. One fragment was removed, but the other remained within the bone head and couldn't be removed."